Event description:
It was reported that the patient had not been in for a follow-up for two years. Interrogation of the device revealed a back-up vvi message. A software download was not successful. A surface ECG showed a pacing rate of 67.5 ppm. Each attempt to communicate with the device yielded an "operation failed" message. The device was subsequently replaced.